Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 900 mg/dl. Customer required assistance from family member to treat bg level via administering a manual injection of insulin and delivering a correction bolus. In addition, the pump infusion set and cartridge was changed to address the reported issue. Customer alleged the pump was not delivering insulin as intended; however, this could not be confirmed as the pump was functioning as intended at the time of the report to tandem technical support, and no troubleshooting could be performed. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.